Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the keyboard was failed frequently. A field service engineer replaced the keyboard to resolve this issue. The system functioned as intended after field service engineer troubleshoot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es keyboard was failed. The customer stated that this malfunction occurred when trying to issue a medication to a patient and there was no delay in dispensing workflow. There were no adverse events or injuries reported based on this event.